Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.

Event description:
It was reported that revision surgery was performed due to pain and metallosis. Patient also had mom implanted and revised in left hip. (B)(4).